Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the cause of the reported mitral stenosis and tissue injury was unable to be determined. The reported patient effects of mitral stenosis and tissue injury, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that a mitraclip procedure was performed to treat mitral functional mitral regurgitation (mr) with a grade of 4 and a mean pressure gradient of 1mmhg. During preparation of the steerable guide catheter (sgc), it was observed that the tip of the sgc was crooked. Therefore, the sgc was not used. A new sgc was inserted without issues. Two mitraclips were deployed on the mitral valve. A third mitraclip, a mitraclip xt, was inserted and deployed on the mitral valve. However, a small flail and leaflet tear was observed. To further reduce mr, a septal occluder was placed where the flail and leaflet tear was, between the second and third clips. It was noted that the clips remained attached to both leaflets. The mr was reduced to grade 1 and the mean pressure gradient increased to 7mmhg. The physician was satisfied with the result, despite the pressure gradient of 7mmhg. There were no issues with clips during use. No adverse patient effects resulted in relation to the increase in pressure gradient. On the following day, the mean pressure gradient returned to 3mmhg.

Event description:
It was reported that a mitraclip procedure was performed to treat mitral functional mitral regurgitation (mr) with a grade of 4 and a mean pressure gradient of 1mmhg. During preparation of the steerable guide catheter (sgc), it was observed that the tip of the sgc was crooked. Therefore, the sgc was not used. A new sgc was inserted without issues. Two mitraclips were deployed on the mitral valve. A third mitraclip, a mitraclip xt, was inserted and deployed on the mitral valve. However, a small flail and leaflet tear was observed. To further reduce mr, a septal occluder was placed where the flail and leaflet tear was, between the second and third clips. It was noted that the clips remained attached to both leaflets. The mr was reduced to grade 1 and the mean pressure gradient increased to 7mmhg. The physician was satisfied with the result, despite the pressure gradient of 7mmhg. There were no issues with clips during use. No adverse patient effects resulted in relation to the increase in pressure gradient. On the following day, the mean pressure gradient returned to 3mmhg.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.